Manufacturer narrative:
As the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while removing an unknown sheath, the white cone with the green marker did not appear on a 5f mynxgrip vascular closure device (vcd). The device did not function as needed. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, while removing an unknown sheath, the white cone with the green marker did not appear on a 5f mynxgrip vascular closure device (vcd). The device did not function as needed. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant failure to deploy advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.